Event description:
Treatment of an aneurysm. It was reported during coil delivery, resistance was encountered. The physician decided to remove the system (coil and catheter) from the pt. Upon removal, the coil was found detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for eval and confirmed the implant coil had detached, but the eval could not determine the cause of the event. (B)(4).